Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. A couple of technique issues were identified in the complaint. This cannot be ruled out as cause for the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. (B)(6) 2015, inratio (in sequential order): 3.5; 1.9; and 2.6. Time between 1st and last inratio test: <l hour. (B)(6) 2015, lab: 2.2, time between last inratio test and lab: 1 hour. Patient's therapeutic range 2 - 3. Caller reported patient was milking finger after fingerstick; performing multiple fingersticks on the same finger. No reported adverse patient sequela. No additional information provided.